Event description:
The salute stapling device tip broke off inside the patient's abdomen cavity. During the tacking process of mesh stapling to the abdomen the salute (B)(4) was releasing the stapler improperly. We used a different stapling device to finish the procedure. The broken piece was retrieved and saved.